Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of pacemaker mediated tachycardia (pmt), undersensing, r-wave amplitude variation, inadequate capture, and functional loss of capture were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed at this time. The patient is stable with no consequences.